Event description:
The following lot number is associated with this event: see MDR # 1035166-2018-00074 for lot number dp05457.

Manufacturer narrative:
The device was returned for analysis. A review of the device history record (DHR) was conducted and there were no manufacturing rejects or anomalies of this event type recorded in the DHR. The released device passed all in-process and qa final inspection steps before shipping to the customer. A complaint review of the reported lot found no additional reports involving this lot number. One 8f safesheath ii peel away introducer sheath was returned from the customer without the dilator. Blood was found on and inside the sheath. The sheath was received already peeled in half. Half of the blue cap and sponge was detached from the non-sideport side of the sheath. Upon evaluation of the returned device, half of the blue cap and half of the sponge on the non-sideport side of the sheath was detached from the hub. The hemostasis valve did not peel all the way in half, it only peeled half-way, but detached from the non-sideport side of the sheath. The sheath tube was peeled all the way in half, down the scoreline and looks to be within manufacturing specification. Length and width measurements were taken using the vertex microscope software. Each irregularly shaped flash section was estimated using the measurements. Based upon the measurements taken and area calculations performed, they were within specifications. One side of the blue split caps had detached. This was the side that contained the flash. This likely happened during the customer attempting to peel the sheath apart, which would explain why the valve did not finished tearing in half. However, the remainder of the sheath appeared to peel without issue. The pegs that the blue cap attaches to were inspected. One side appeared deformed as shown below. This could have contributed to the cap detachment and the difficulty separating the valve. The flash that was observed was within specifications. The valve did not fully separate when the customer attempted to peel the device. This appears to be due to the blue cap coming off of the product. The blue cap detached due to the deformed peg on the sheath hub. The remainder of the sheath appeared to peel appropriately with no jagged edges. Qa personnel were retrained to their respective procedure to prevent recurrence of this issue. Based upon this investigation, to CAPA is not required as the risk remains acceptable for both failure modes and qa personnel were retrained. Oscor will continue to monitor this event type and risk. This event will be re-evaluated if additional information becomes available. Per qa adelante-s introducer sheath in process and final inspection procedure: destructive testing sampling plan ansi z 1.4, special level 4, aql 0.40 reduced. Break and peel test: using samples from fit check, manually break the sheath and hub and verify that the seal splits easily without extreme elongation. Also verify that the split cap and seal remain secure and do not break free or loosen from the sheath hub. Manually peel the sheath and verify the sheath peels easily along the sheath body and tip. Overmolded sheath (all sizes) first 5 good shots (6-10) and 5 last shots. Visual inspection: verify hub to be smooth, no cracks, sinking or unfilled areas, and check for fm. Verify hub shape as per drawing. Check for excessive flash. The instructions for use (IFU) informs the user: sharply snap the tabs of valve housing in a plane perpendicular to the long axis of the sheath to split the valve and peel sheath apart while withdrawing from the vessel. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Manufacturer narrative:
Conclusion not yet available-evaluation in progress. This initial MDR is being submitted to meet our requirements of reporting. A follow-up will be submitted as soon as the investigation is complete.

Event description:
Item number and lot# ss6 lot# dp05539 and ss9 lot number dp05457. Was there any patient injury? No was able to retrieve portion of sheath that broke off in patient. Do you have a sample of the defective product to send back? Yes I pulled 28 6fr sheaths and 3 9fr sheaths off the shelf with the same lot number as those that were defective. Event date (B)(6) 2017. Hospital/facility name and address. (B)(6). Event description -call to discuss if you need clarification. Performing md describes event as if the sheath is scored where it is supposed to split and it is incomplete resulting in the sheath breaking. It is snapped, pulled apart and breaks-then stretches and pulls apart some more and breaks resulting in several pulls to remove what should be one smooth pull and process. This has happened multiple times and we will save packaging in the future. This was the first time that a piece broke off in the patient that required retrieval. See MDR # 1035166-2017-00073 for lot number dp05539. Additional information 7/24/2017: it was only the 9fr that required retrieval. It was the sheath shaft that was "ragged" and not peeling properly. The sheath shaft was manually cut and removed using instruments from the device tray used for insertion. Please let me know if you need anything else.